Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests .pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The customer reported that he had been experiencing blood glucose levels up to 573 mg/dl, which was treated with a manual injection. Customer reported that his blood glucose level came down to 351 mg/dl, but rose back to 574 mg/dl by the time of the call. The customer reported that his doctor requested that the insulin pump be replaced. The customer stated that he did not receive any alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.